Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement. The customer had the vac-pac destroyed at the facility, to prevent future use. Users are also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
Customer called natus to report that their vac pac had leak at valve. There was no report of death, injury or delay in treatment, and no patient involvement with this vac-pac when the leak in the valve was detected. The vac pac device was purchased in (B)(6) 2016 (according to the initial report). As vac-pac is not a serviceable device, the tsr advised customer to destroy the device at the customer site.